Event description:
During evaluation of a returned spectrum pump, the1 button was intermittently working. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and during evaluation, the device 1 button was intermittently working and the second from the left soft key had the finish worn off. The cause was identified to be the keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.